Event description:
It was reported the ipg was unable to communicate with the programmer. The patient reports she last recharged her ipg approximately a year ago. The sjm representative confirmed the ipg is inoperable as ipg did not turn on. Surgical intervention is pending to address this issue. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
UDI (di): (B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.